Manufacturer narrative:
(B)(4). Date sent: 05/19/2016. (B)(4). The analysis results found that the b11lt device was returned in good condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. In addition, a test harh36 device was inserted and removed from the sleeve and no anomalies were noted. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a total laparoscopic hysterectomy (tlh) procedure, he surgeon stated there was need for excessive pressure when initially placing the trocar. Finally, there was a lot of pneumo that was lost during the case, so not sure if that was due to the trocar or not. There was lots of checking the pneumo and playing with the pressure. There were no adverse consequences for the patient.